Event description:
Covidien received information stating, "on (B)(6) 2012, at 22:00 the user ((B)(6) male with als) was given a sleeping drug and after 2 hours, while the user slept, a low pressure alarm occurred. The user's wife awoke and checked the circuit but couldn't find out the root cause of the low pressure alarm. The user appeared to have become cyanotic, so she began to use an ambubag. The achieva ventilator did not stop cycling. However, before the doctor arrived, the user expiered. Suction was performed before the user slept. At the moment, the doctor thinks there was no relation to the device. The connections of the circuit did not appear to have a problem. No air leakage was confirmed from the circuit and the tracheotomy cuff. No use of a pulse oximeter or capnometer. Time of death was between 1:00 am and 1:30 am. Cause of the death: cardiac insufficiency.

Manufacturer narrative:
Communication is ongoing with the investigation with in (B)(4). A follow up MDR will be sent if and when new information becomes available.